Event description:
It was reported that the patients implantable pulse generator (ipg) was tilted and protruding, causing pain and discomfort. It was also noted that the patient was frequently charging the ipg. The patient underwent a procedure wherein the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.